Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold measurements to 4.5v at routine check. An x-ray performed showed a micro dislodgement. During lead revision helix was successfully retracted but it would not extend again inside the body or outside the body at 30 turns. The lead was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited threshold increased to 4.5v at routine check. After x-ray showed micro dislodgement. During lead revision helix was successfully retracted but it would not extend again inside the body or outside the body at 30 turns. The lead was explanted and replaced. No additional adverse patient effects.